Event description:
It was reported that the video system center would not detect any of the scopes that were connected. The issue occurred during a colonoscopy procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.